Event description:
Pt s/p intubation. Bp dropped, meds given. Levo drip set up and set on delay. Pt with hypertensive crisis. Bp/hr elevation. Blood coming from et tube, pt had seizure. Clinicians realized that the bag of levophed was still paused/delayed had infused rapidly. Five witnesses to the pump on delay and paused. No pump abnormalities seen by staff.